Manufacturer narrative:
H3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane force gauge test ¿ passed. Safety clamp test ¿ passed. Patient sensor check ¿ passed. Vacuum test ¿ failed. Measured (vacuum < 160 mbar): 400 mbar failure traced to: clogged hp1 filter. Replaced hp1 filter. Valve actuation test ¿ passed. System air leak test ¿ passed. A post-accelerated stress test simulated treatment was performed without any failures or problems. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. The reported symptom code lf22 (m31 air detected in cassette warning) was confirmed. Cause code was blockage identified, and annex ¿ cause traced to component failure were selected due to hp1 clogged. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported fluid leak event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported the cycler was alarming with m31 air detected in cassette warning messages during drain 5 of treatment. The patient was connected during the incident. The patient reset and rebooted the cycler and cancelled treatment before calling pd support. The patient was assisted in removing the supplies, and when removing the cassette fluid was seen on the bottom of the cassette where the lines met the cassette. The film on the back of the cassette was not loose. The patient stated during step 1 he had to hold the cassette door closed for the cycler to move to step 2. The cycler prompted to insert/remove cassette, but the cassette was properly inserted. The patient was advised to discontinue use of the cycler and the cycler was replaced. The patient was advised to contact the peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) therapy and would perform manuals. Upon follow up, the patient confirmed the reported event. The patient stated fluid was noted during step 9 of treatment as treatment was cancelled and following the reported m31 air detected in cassette warning cycler alarms while using the cycler and prior to the leak. The patient cancelled treatment and found fluid on the bottom of the cassette and in the pump module area. The cause of the fluid leak was unknown. The patient confirmed there were no symptoms, adverse events, or injuries requiring any other medical intervention required as a result of the reported event. The patient stated they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using manuals on the night of the reported event and pending delivery of the replacement cycler. A replacement cycler was delivered to the patient and the patient has since resumed treatment using the replacement cycler without further issue. The patient stated the cycler set (cassette) used was available to be returned for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported the cycler was alarming with m31 air detected in cassette warning messages during drain 5 of treatment. The patient was connected during the incident. The patient reset and rebooted the cycler and cancelled treatment before calling pd support. The patient was assisted in removing the supplies, and when removing the cassette fluid was seen on the bottom of the cassette where the lines met the cassette. The film on the back of the cassette was not loose. The patient stated during step 1 he had to hold the cassette door closed for the cycler to move to step 2. The cycler prompted to insert/remove cassette, but the cassette was properly inserted. The patient was advised to discontinue use of the cycler and the cycler was replaced. The patient was advised to contact the peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) therapy and would perform manuals. Upon follow up, the patient confirmed the reported event. The patient stated fluid was noted during step 9 of treatment as treatment was cancelled and following the reported m31 air detected in cassette warning cycler alarms while using the cycler and prior to the leak. The patient cancelled treatment and found fluid on the bottom of the cassette and in the pump module area. The cause of the fluid leak was unknown. The patient confirmed there were no symptoms, adverse events, or injuries requiring any other medical intervention required as a result of the reported event. The patient stated they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using manuals on the night of the reported event and pending delivery of the replacement cycler. A replacement cycler was delivered to the patient and the patient has since resumed treatment using the replacement cycler without further issue. The patient stated the cycler set (cassette) used was available to be returned for investigation.